Event description:
Patient has right internal jugular central venous line in place due to potential extracorporeal membrane oxygenation. It is noted to have a blue fastener/clip sutured at the site, with the junction hub also sutured, away from the insertion site. Fasteners/clips have been linked to sentinel events within the hospital, and our practice is to not use them. The line is not currently in use. Was inserted in the emergency department per nurse practitioner. The nurse practitioner caring for the patient is aware; upon talking to her, planning for line to be pulled in the morning, and instructed not to use it without the fastener coming off and re-securing line first. Sign posted at the bedside.